Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in mitral position where during the procedure, there was resistance to aspiration so the guide sheath (gs) was repositioned. The st segment indicated an arrythmia requiring pacing and defibrillation, and the echo showed there were air bubbles in the la/lv. The air was seen at the beginning of the procedure after gs insertion. The cs was trying to aspirate and flush the gs before completely removing the introducer and had resistance during aspiration and then tried to reposition the gs and again had resistance when trying to aspirate. They then utilized the enface view to ensure movement away from the anterior and lateral wall and utilized a new syringe. He was able to aspirate. Right after aspiration the bubbles were noted on echo. The physician stated that he did not flush anything forward.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11.

Event description:
Additional information received from the field on 27mar2026 indicates that a 0.18 inch wire was used for guide sheath insertion instead of the 0.35 inch wire that is specified to use. Additional information from internal image evaluation done on 30mar2026 states that there was an incidental finding of a small, mobile linear echodensity that was observed attached to the guide sheath after transseptal access; while this appearance may raise clinical concern for thrombus, imaging alone was insufficient to determine etiology, which remains indeterminate.